Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site. The surgeon elected to replace the patient's precision system during the revision. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.